Manufacturer narrative:
It was clarified that the initial estradiol iii sample was repeated on (B)(6) 2015 and the result was 51.9 pmol/l. It was noted that the laboratory is part of a fertility clinic. The initial result was reviewed by an internal clinician who noted the first estradiol iii result was unlikely given the patient's treatment and profile and a repeat test requested. Liquid flow cleaning was performed on (B)(6) 2015.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4)

Event description:
The customer complained of erroneous results for 1 patient sample tested for estradiol - e2 (estradiol iii). The erroneous results were reported outside of the laboratory. The initial estradiol iii result was 1019 pmol/l. This result was reported outside of the laboratory where it was questioned by the physician. The result was inconsistent with the patient's clinical picture and the physician requested a repeat test. On (B)(6) 2015 the sample was repeated and the estradiol iii result was 51.9 pmol/l. No adverse event occurred. The estradiol iii reagent lot number was 185557. The expiration date was not provided. It was noted that there may have been a patient sample mix-up.

Manufacturer narrative:
The field service representative visited the customer site and checked the instrument. No issues were identified.